Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer received a power source alert and the pump did not charge. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose value was 95 mg/dl.